Event description:
Patient reported "chest was very swollen" and "a puncture to remove 90 cm of fluid from my chest". The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "chest was very swollen" and "a puncture to remove 90 cm of fluid from my chest". Healthcare professional later reported "no complaint against the device." Healthcare professional additionally reported "granuloma." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b3, b5, b6, d6a, d6b, g2, h4, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported left side "chest was very swollen" and "a puncture to remove 90 cm of fluid from my chest". Healthcare professional reported "no complaint against the device." Healthcare professional additionally reported "granuloma." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure deformation, particle, wear abrasion, deformation, voids and crease were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "chest was very swollen" and "a puncture to remove 90 cm of fluid from my chest". Healthcare professional reported "no complaint against the device." Healthcare professional additionally reported "granuloma." The device has been explanted.